Manufacturer narrative:
G4: premarket 510(k) # k183361; k182324.

Event description:
It was reported that the patient experienced an intracerebral brain hemorrhage (ich) and was transferred to another facility for a higher level of care. On (B)(6) 2023, the patient was treated with two ekos devices. An ekosonic endovascular device, 135x12cm (16103547) and an ekosonic endovascular device, 106x18cm were selected for use. Treatment was completed with no device issues reported. The ekos devices were discarded following treatment. On (B)(6) 2023, the patient experienced an ich and was transferred to another facility for a higher level of care. It was unknown whether the devices or procedure contributed to the ich. There were no further reported patient complications. It was further reported that prior to the index procedure on (B)(6) 2023, the patient was admitted for shortness of breath. A CT scan was performed to search for pulmonary embolism, and echocardiography confirmed a dilated right ventricle. Ekos treatment was performed for 6 hours. Following completion of the ekos treatment, upon device removal, the patient complained of right peripheral vision loss. Following the transfer to another facility, the patient was treated with a nicardipine drip and 1g of tranexamic acid. A CT scan was repeated on arrival and the bleed appeared to remain stable at the time. An ivc filter was placed to treat the patient's deep vein thrombosis. The patient ultimately expired on (B)(6) 2023.

Manufacturer narrative:
Premarket 510(k) # k183361; k182324.

Event description:
It was reported that the patient experienced an intracerebral brain hemorrhage (ich) and was transferred to another facility for a higher level of care. On (B)(6) 2023, the patient was treated with two ekos devices. An ekosonic endovascular device, 135x12cm and an ekosonic endovascular device, 106x18cm were selected for use. Treatment was completed with no device issues reported. The ekos devices were discarded following treatment. On (B)(6) 2023, the patient experienced an ich and was transferred to another facility for a higher level of care. It was unknown whether the devices or procedure contributed to the ich. There were no further reported patient complications.